Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. A second device was used to complete the procedure without incident. There was no pt injury.